Event description:
It was reported that the device had a broken battery compartment. There was no patient involvement. Analysis of the device found the downstream occlusion seal was lifting.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was lifting. Service history identified the complaint was not related to a previous service of the device within the review period. There was no evidence to review in the event history log. The customer's reported problem was duplicated through functional testing as the damaged battery compartment could be seen not meeting required specification. The battery compartment and dso seal were replaced.